Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the pacemaker exhibited far r oversensing. Programming changes were made but not made. There were no patient consequences.

Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the pacemaker exhibited far r oversensing. Programming changes were discussed but not made. There were no patient consequences.